Event description:
Customer reported that a patient sample was tested two times in 2008 using two separate lots for the hav igm assay. The customer obtained a positive hav igm result and a non-reactive hav total result for both lot numbers. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hav igm results.

Event description:
Customer reported that a patient sample was tested two times in 2008 using two separate lots for the hav igm assay. The customer obtained a positive hav igm result and a non-reactive hav total result for both lot numbers. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hav igm results.

Manufacturer narrative:
Analysis of the instrument date indicate that the cause for the discordant hav igm result is unknown. A sample from this patient has been requested for in-house testing and further investigation.

Manufacturer narrative:
Analysis of the instrument date indicate that the cause for the discordant hav igm result is unknown. A sample from this patient has been requested for in-house testing and further investigation.